Event description:
Customer reported negative reactions in panocell with anti-s.

Manufacturer narrative:
Hemagglutination tube testing was performed on selected s+s+ and s- cells from retention panocell-16 using anti-s lot sc73n-1. All testing yielded the expected results. The customer did not return products for investigation.